Manufacturer narrative:
Additional information was received that there was no device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the ipg had shifted towards the spine and was painful to touch. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the ipg had shifted towards the spine and was painful to touch. The patient will undergo a pocket revision procedure.